Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
During a customer visit, the technical practice consultant was informed about a possible over infusion. No other patient or event information was provided except to state there was no report of patient harm. Devices were sent to biomed and logs were downloaded.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because no device was received for failure investigation. The root cause of this failure was not identified. The reported event involving a possible over infusion could not be confirmed with simply a picture of the customer¿s system.